Event description:
Allegedly revised due to neck fracture.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. Photographic images were made. (B)(4) - evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 10435342012-01065.